Event description:
Boston scientific received information that during the implant procedure the patient stopped breathing from sedation, it was reported that the patient was recovered; however, later required an external shock. The implant was completed without performing defibrillation threshold (dft) testing. A stroke was suspected; however, the patient was not stable enough to have a computed tomography (CT) scan completed. The patient's electrophysiologist reportedly programmed the device's tachycardia therapy off the night of the implant. The patient never regained consciousness and passed away the next morning. It was noted that the patient had an ejection fraction in the teens and had a dilated cardiomyopathy. The intensive care nurse thought that the external shock may have resulted in a clot breaking off and causing the suspected stroke, however the device was not suspected as a cause of the patient's death. The field representative did not know if he would get the device returned from the hospital.

Manufacturer narrative:
Stored episodes retrieved from the device's memory were sent in via disk and boston scientific technical services (ts) reviewed. The stored episodes revealed that ventricular amplitudes were small in morphology and there was some functional undersensing of the activity. It appears the device was performing as programmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.